Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08126. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to successfully deploy a 33mm watchman laa closure device. The patient received a dose of eliquis after the procedure. About 5 hours after the procedure, a pericardial effusion occurred. They drained the effusion and the patient was doing well. They were discharged from the hospital two days later.